Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('born 7 week early') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("e- baby - pregnancy"). At the time of the report, the premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: premature delivery and pregnancy with contraceptive device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('born 7 week early') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("e- baby - pregnancy"). At the time of the report, the premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: premature delivery and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.